Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received 6 shocks for t-wave oversensing. Sensing was fine when the patient went to the emergency room. The lead is still in use. No further patient complications have been reported as a result of this event.